Event description:
Clinical study reports patient with left side weakness in leg and hand resulting in prolonged hospitalization. Hcp reports the patient had stage one surgery performed in 2006. Immediately following surgery the patient had left side weakness in the leg and hand. CT scan of the brain was performed and showed no evidence of acute stroke or hemorrhage. The patient will remain in the hospital for rehabilitation and physical therapy. The neurologist believes the patient suffered from a small stroke related to the surgery. There was no report of device explantation. A follow up report will be sent when additional information is received.